Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead have been extracted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an electrical reset. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented as being symptomatic after receiving multiple therapies from their implantable cardioverter defibrillator (ICD). The patient was admitted into the hospital and an interrogation revealed the ICD had experienced multiple power on reset (por) events with one of the events thought to be related to a power supply problem. There is concern of a potential arcing issue between the lead and the ICD can. Due to the por events the wireless telemetry is no longer available, but wired telemetry remains available. The device has been reset / reprogrammed and currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis confirmed the power on reset that was recorded on the s2d file. There was no new por recorded at the product analysis lab in tempe. The analysis was terminated since no new por occurred and the failure could not be re-established. If information is provided in the future, a supplemental report will be issued.